Event description:
It was reported that there was high impedance measurements of greater than 2000 ohms. The leads were checked and found to be "ok," so it was suspected the device was faulty. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "good" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a no output condition. Further testing revealed the no output condition was the result of lifted bond wires.